Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was prepared for the study and the patient was being prepped for the procedure, but five minutes after the anesthesia was administered, the patient began having difficulty breathing and the procedure was aborted. There was no intervention required and no repeat procedure was performed as the patient did not tolerate it. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.